Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9. Correction to g3 of the initial medwatch. The aware date should be 27-dec-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Based on the results of the investigation the event ¿foreign material in the auxiliary water channel¿ was confirmed; however, the root cause of the foreign material remained in the device could not be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the suction cylinder had no color; insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the play of the up/down knob was out of the standard value due to wear of the angle wire; and the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the colonovideoscope had loose cables on both of the bending wheels. There were no reports of patient harm due to the reported event. The device was returned for evaluation. Upon inspection and testing of the returned device, whiteish foreign material was found in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.